Event description:
The reason for call was patient reported they noticed the bandage on their back is coming off and there is a darker stain on their pajamas where it is leaking fluid. Patient stated they can feel the covering coming up off. The patient was redirected to their healthcare provider to further address the issue. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".